Event description:
This serious unsolicited device case was received from united states on (B)(6) 2013 from the pt's daughter. This case concerns a (B)(6) female pt who passed away after receiving treatment with 6 ml of synvisc instead of 2 ml (device misuse). Pt's medical history included allergy to codeine derivatives. Past drugs included codeine derivatives. No other concomitant medications or concurrent conditions were reported. On (B)(6) 2013, the pt received treatment with synvisc injection, once at a dose of 6 ml instead of 2 ml (device misuse), (route, batch/lot and expiration date unk) in both knees for osteoarthritis of left leg and rheumatoid arthritis. On an unspecified date in 2013, the pt passed away (due to an unk cause). Corrective treatment: not reported. Outcome: fatal. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated 10/09/2013: this case concerns a pt who passed away after being treated with synvisc for osteoarthritis. Too little information regarding cause of pt death, comorbid conditions and temporality of the event precludes comprehensive medical evaluation and the same has been requested.